Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that pt no longer has access to sound. Apparently, the pt was hit by a ball. Testing showed that only 2 electrode channels are ok, the other 10 electrode channels are hi. The external equipment was tested and is fully functional.